Manufacturer narrative:
Follow-up #1 date of submission 03/11/2015-product analysis:the device was returned and evaluated by product analysis on 02/25/2014 with the following findings:the pump would not power on. The battery compartment was cracked. The battery cap was undamaged and secured properly to the pump. Moisture was observed within the battery compartment. Leak testing revealed a battery compartment leak. Moisture was observed on the pump¿s printed circuit board. Unrelated to the complaint, the bolus button cover was torn.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power- no power (damage-battery compartment crack) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.